Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 48 mg/dl after accidentally entering a double meal announcement on the ilet, causing excess insulin delivery. The user was treated with a glucose injection at the hospital and was discharged the next day. The user was instructed to pause the pump while in the ER and has since resumed ilet use after education on proper meal announcement practices.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.